Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4: catalog number - correction h2: correction.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.